Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump would not power on. The patient replaced the battery to no avail. There was no damage or corrosion seen on the pump or battery compartment and the battery cap was secure and tight. The patient did not have a replacement battery cap available, and had not ever replaced the cap. The manufacturer recommends the cap be replaced every six months. There was no report of any patient injury associated with this issue. As the power issue was not resolved this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/26/2013 with the following findings: during testing, the pump powered up to the verify screen and was able to completely boot up with no issues occurring. The pump performed rewind, load, and prime steps with no loss of power observed. The pump was exercised for 24 hours on a 1 unit per hour basal program with no power losses occurring. The battery cap height and width measurements were found to be within specifications. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the case seal. There was no corrosion observed in the battery compartment. The pump was opened and no defects were found to the power circuit. The complaint that the pump would not power on was not able to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.